Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not yet received the medium-large clip applier instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow up MDR will be submitted if the product is received for testing and/or if additional information is received. A review of the device logs for the medium-large clip applier (part# 470327-12 / lot/serial# (B)(4)) associated with this event has been performed. Per this review of the logs, the medium-large clip applier was last used on (B)(6) 2021 via system serial# (B)(4). There were 30 uses remaining after this last usage. This last usage of the device per the log review matches the reported event date, indicating that the instrument was not used after the date of the reported event. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video clip for the reported event was available for review. A system log review was performed, but no errors related to this event would exist in the logs. This complaint is considered as a reportable malfunction due to the following conclusion: it was alleged that the clip applier instrument moved with unintuitive motion (e.g. The instrument moved in an unexpected way). Unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Field is blank because the product is not implantable. Information for the blank fields is unknown. Fields are not applicable.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, when the surgeon ligated using the medium-large clip applier instrument, the grip was weak and wobbly. The customer used a backup instrument of the same kind to continue. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the nurse and obtained the following additional information: no additional information was obtained regarding the non-intuitive motion issue. It was unknown if the issue was persistent or intermittent. The customer resolved the issue by replacing with a backup instrument. The customer did not exchange the drape. The instrument drape was not available for return. No photographic images of the device(s) or a video recording of the procedure available for isi review.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
D14- intuitive surgical, inc. (Isi) received the medium-large clip applier involved with this complaint and completed the device evaluation. Failure analysis investigations did not replicate nor confirm the customer reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips/tips (for scissors) opened and closed properly. The instrument was fully functional. Additional steps/test attempts that further support the could not reproduce (cnr) finding were performed: the clip test was performed and passed multiple times. The clip successfully clipped onto the tubing during in-house testing. No grip misalignment was observed. There was no problem detected.